Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation with side of essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced blepharospasm ("eyelid twitching"), eye pruritus ("itching eyes"), eye allergy ("eye allergy") and ocular discomfort ("eye stress"). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal, blepharospasm, eye pruritus, eye allergy and ocular discomfort outcome was unknown. The reporter considered blepharospasm, eye allergy, eye pruritus, medical device removal and ocular discomfort to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- eyelid twitching, eyes itching, eye allergy, eye stress. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received-new events- eyelid twitching, eyes itching, eye allergy, eye stress added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. Other product or product use issues identified: medical device monitoring error "ablation with side of essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). It was unknown whether any action was taken with essure. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: added the new event of 'hysterectomy'. Added the reporter details. Follow up 1 and 2 processed together. On 24-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.